Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a particulate matter (hair) between the tubing and bushing. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospitalar. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particulate matter (pm) was observed in between the tubing and patient adapter of a peritoneal dialysis (pd) transfer set. The pm was described as, ¿observed what appears to be a hair, embedded in the terminal part of the extension¿. The pm was observed while replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.